Manufacturer narrative:
Additional information: d10. A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying gray clip-on tool to the connector pin, the helix could be extended and retracted. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During operation, the lead of the atrial could not be fixed. The lead was not used and replaced. The patient was stable.